Manufacturer narrative:
H3 - device evaluation, lens was returned in a microcentrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional and function inspection found the lens within specifications. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7; -6.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2023 the lens was exchanged with the same length but toric lens/different power and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).